Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a compliance endokit was used during esophagogastroduodenoscopy (egd) on (B)(6),2023. During the preparation, a bug found inside the kit from the plastic wrap. The procedure was completed using another of the same kit. There was no patient involvement with this event.